Event description:
Customer's mother called regarding the fluctuating blood glucose readings. Customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of the event was 400 to 545 mg/dl. The infusion set was not inserted properly. Physicians stated that the diabetic ketoacidosis caused by insulin issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.